Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and it was reported that they were experiencing intermittent stimulation. The patient reported that they have that issue when moving around doing normal activities. They would feel a decrease in sensation and ¿spotty¿ coverage. It was noted that the patient checked their device using the programmer and it showed that stimulation was turned on. The patient stated that they were on group a when they experienced the issue, so they tried group b and it was okay for a while before it was operating the same as group a. The patient then went back to group a and it was the same thing; it would be okay for a while and then it wasn¿t. It was noted that the issue started a week prior to the date of this report. No falls or traumas were reported that could be related to the issue. The patient was to follow up with their healthcare provider (hcp). Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.